Event description:
During a remote follow-up, episodes of far-field r-wave over-sensing (ffrwos) and inappropriate automatic mode switch (ams) were observed on the device. Technical support (ts) was contacted and recommended reprogramming to resolve event. No intervention has been performed at this time. The patient was stable.